Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient said they were dealing with overactive bladder. They had tried many different things. The device had shifted twice because they fell in between and they didn't think it was working all that well. The patient was getting it taken out. The patient hikes and does fall. The first time they fell they was on a trail getting onto a sidewalk and they went down and the only thing they could get out was their hands underneath their chest and their chest hurt for like weeks. The second time they didn't feel like they fell that hard and it shifted. They didn't want anything to do with this thing. They can go a year or two without falling but at some point they are going to fall and this little device will have a problem again. The patient said the device shifting happened some time in 2025. They said it couldn't communicate anymore, and they couldn't turn it on. Patient asked about the altaviva and if it was less likely to move. The patient was redirected to their healthcare provider to further address the issue.